Manufacturer narrative:
Olympus received photos of the subject device and evaluated. The evaluation confirmed that there were some scratches on the probe surface on the distal end, and the tip of the ptfe pad was severely worn and peeled. The manufacturing records for serial number of the subject device indicated no abnormalities related to the reported phenomenon. From the above inspection result, we concluded that the ultrasonic output was activated when the tip of the deformed gasping section contacted the tip of the probe excessively. After that the tip of the grasping surface became the high temperature, and the ptfe pad was severely worn and peeled. It is supposed that the gasping section was deformed by the excessive lord. The instruction manual of sonosurg mentions warning and caution as below. Do not drop the instrument or forcefully strike it. Even if the instrument appears undamaged, its durability may have been impaired. If the instrument is dropped or struck with force, do not use it, and contact olympus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
It was informed that the grasping section of the subject device was been damaged. From the photos that omsc obtained on june 12, 2015, it is confirmed that there were some scratches on the probe surface on the distal end, and the tip of the ptfe pad was severely worn and peeled.